Manufacturer narrative:
The subject device was returned to omsc for evaluation. It was confirmed that the operating wire was broken at 1725 mm from the root of the distal tip. The operating wire was cut with a tool. The operating pipe, the operating wire on the operating pipe side, and the coil sheath were not returned to omsc. The basket wire was deformed. As a result of the delivery record investigation, we found that the lot number is 73k. The device history record for the lot indicated no abnormality with the event-related items below. Deformation of the basket wire. Overflown length of the brazing filler at the brazed part. Outer diameter of the brazing part. Outer appearance of the brazing part. Based on the similar cases in the past, it is surmised that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the junction between the operation pipe and the operating wire might be broken. It is surmised that the deformation of the basket wire occurred due to a load while crushing the calculus. It is surmised that operating wire was broken since the operating wire was cut with a tool when the user used the competitor emergency handle. The instruction manual of the device has already warned as follows; this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. The user tried to crush calculus with the subject device, but the subject device was incarcerated and the operating pipe was broken. The user crushed calculus with the competitor emergency handle. Additionally, the user crushed calculus with the competitor lithotriptor. Then the user retrieved the calculus with the basket. Finally, the user inserted a stent into the patient. The procedure was completed. There was no further patient injury reported.